Manufacturer narrative:
Eval summary: an operative report from the primary surgery was provided and reviewed. Nothing exceptional was noted. Pt demographics such as height, weight, and activity level are not available. X-rays were not provided. Based upon the available info, the exact cause of the reported pain cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing knee pain.